Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia and hyperglycemia. Customer¿s blood glucose levels were ranging from 48 to 370 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated for high blood glucose level with shots and manual injections. The customer was mentioned insulin pump had motor error. Customer declined to troubleshooting for hyperglycemia as well as hypoglycemia. Customer was able to complete insulin pump rewind. The drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Insulin pump passed self test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no low battery alert noted.